Event description:
It was reported while using a bd precisionglide¿ needle that there was leakage at plastic-metal connection. The following information was provided by the initial reporter, translated from portuguese to english: a puncture was performed and, upon injection of the vaccine, the leak was identified. The needle has been removed; the location of the leak was identified (connection to the metallic part of the needle and the plastic tube), the product (vaccine was discarded) and a new immunobiological agent prepared. New puncture and successful application.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd precisionglide¿ needle that there was leakage at plastic-metal connection. The following information was provided by the initial reporter, translated from portuguese to english: a puncture was performed and, upon injection of the vaccine, the leak was identified. The needle has been removed; the location of the leak was identified (connection to the metallic part of the needle and the plastic tube), the product (vaccine was discarded) and a new immunobiological agent prepared. New puncture and successful application.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received for investigation. A device history review was performed for reported lot 1364457, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Ten retention samples from the same lot were evaluated, no defects or issues observed, leakage test was performed no leaks observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.